Event description:
The customer reported the system stopped making exposures. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the interconnect cable. (B)(4).